Event description:
It was reported via the implant patient registry that a 27mm 7300tfx mitral valve, implanted for two (2) years, was explanted due to unknown reasons. The explanted device was replaced with a 33mm 7300tfx bioprosthetic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In this case the cause was most likely related to patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned a 7300tfx mitral valve implanted for two (2) years, was explanted due to endocarditis, vegetations, and chronic inflammation. Records indicated the patient presented with heart failure and cardiac sarcoidosis. Patient was discovered to have positive blood cultures and further investigations revealed vegetations on mitral valve, as well as the pacemaker lead system. Records noted the patient suffered renal and pulmonary septic emboli likely from the mitral valve vegetations. Vegetations were noted on all three leaflets of the 27mm 7300tfx mitral valve. The explanted device was replaced with a 33mm 7300tfx bioprosthetic valve. The patient also underwent tricuspid ring explant and replacement with tricuspid surgical valve due to endocarditis, and removal of pacemaker lead to culture during the procedure. The patient was transferred to ICU in stable condition. Pathology noted mitral valve with myxoid degeneration, calcification, and chronic inflammation.